Manufacturer narrative:
H3, h6: the device was not returned for evaluation and the reported event could not be confirmed. The contribution of the device to the reported event could not be corroborated. The clinical/medical investigation concluded that, per the complaint details, we are currently unable to rule out a procedural variance as a contributing factor to the reported event, which does not represent a device malfunction. Based on the information provided, all the components were disconnected to retrieve the broken drill bit and then reconnected. According to the report, it was suggested to pass the compression screw drill by hand slowly while raising and lowering the guide handle. This allowed to cross the nail and the remaining steps were not a problem. Per the sales representative, ¿the technician might have cross threaded the bolt slightly out of alignment prior to the nail insertion.¿ it was reported there was only a slight delay in the procedure. Since it was reported, the overall result was a positive one and the doctor was very pleased with the outcome, no further clinical/medical assessment is warranted at this time. A review of complaint history revealed similar events for the listed device, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that, during an internal fixation surgery, there was a significant problem while using the assembly regarding the following devices, drill guide handle , 130 radiolucent drill guide drop, 7/16 guide bolt, lag screw drill sleeve and intertan 3.2mm guide pin sleeve . The guide pin placement was perfect but when it came time to bottom out the compression screw starter drill something was blocking the drill. When the doctor gave it a little more force the tip of the interightan 7.0mm compression screw starighter drill broke off in the patient¿s femur. All components were disconnected to retrieve the broken drill bit. All components were reattached, a new guide pin was used and was attempted to drill with a new starter drill but it was again blocked by something. Upon troubleshooting, it was suggested to pass the compression screw drill by hand slowly while raising and lowering the guide handle. This allowed to cross the nail and the remaining steps were not a problem. There was a slight delay, but the overall result was a positive one and the doctor was very pleased with the outcome. The sales representative tried to identify the problem and upon inspection, it was noticed that the pin sleeve was a very tight fit in the drill sleeve but nothing else seemed out of the ordinary. Also. The technician may have possibly cross threaded the bolt slightly out of alignment but prior to nail insertion the nail was certainly tight to the guide. The proper drop was used (130d for a 10x18 130d nail) and the guide bolts don¿t seem to be worn.